Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unknown issue with an insulin pump, as it was not working anymore, DHR was requested for other reasons, and harm was reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 800 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer stated that the cause of the hyperglycemia episode was that the pump was not working, and treatment for the high blood glucose was done with a syringe. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. The customer reported high blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. The customer does not feel ok to troubleshoot. No further customer complications were reported. Mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.